Event description:
Patient with a history of supraorbital stimulator placement, who is followed in our clinic for treatment of right facial pain related to shingles. He initially had some improvement in his pain after his initial surgery, but after his revision surgery which was performed due to wound healing issues and lead migration, he has never obtained the same level of pain relief. Due to this, the decision was made to remove the supraorbital nerve system.surgical diagnosis: failure of supraorbital stimulator.